Event description:
It was reported that 8 bd solomed¿ syringes had cracked barrels. The following information was provided by the initial reporter, translated from portuguese: "customer informs that they received several complaints from the market in which customers report that the syringe that came with the product was cracked, after investigation and analysis of its internal process it was verified that the crack in the syringe could be related to the supplier... Was there any reported harm to the health of the patient/professional? If so, detail. A: no, just impossibility of use and need to buy another syringe."

Manufacturer narrative:
D4: medical device lot #: unknown; d4: medical device expiration date: unknown; h4: device manufacture date: unknown.

Event description:
It was reported that 8 bd solomed¿ syringes had cracked barrels. The following information was provided by the initial reporter, translated from portuguese: "customer informs that they received several complaints from the market in which customers report that the syringe that came with the product was cracked, after investigation and analysis of its internal process it was verified that the crack in the syringe could be related to the supplier. Was there any reported harm to the health of the patient/professional? If so, detail. A: no, just impossibility of use and need to buy another syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-aug-2023. Investigation summary: sample and photo received by our quality team for investigation. Through visual evaluation, cracked barrel is observed, therefore the incident is confirmed. A device history review could not be completed as no batch number was provided. Based on the teams investigation, possible root cause is associated with tangling in the solomed assembly process.

Event description:
It was reported that 8 bd solomed¿ syringes had cracked barrels. The following information was provided by the initial reporter, translated from portuguese: "customer informs that they received several complaints from the market in which customers report that the syringe that came with the product was cracked, after investigation and analysis of its internal process it was verified that the crack in the syringe could be related to the supplier. Was there any reported harm to the health of the patient/professional? If so, detail. A: no, just impossibility of use and need to buy another syringe."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.